Event description:
Customer alleged the hi-low head was drifting down.

Manufacturer narrative:
Hill-rom tech found the head hi-low down valve was causing the drift. This was a slow drift and not visible. He replaced the valve and the bed functioned to design specifications.